Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump passed displacement test, self test and a21 error test also, passed all operating currents tested with in the specifications range and passed off no power test. The insulin pump was monitored and tested with no failed battery test noted. No moisture damage was noted on the electronics assembly. The insulin pump had cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test and a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 311 mg/dl, which was treated with juice and glucose tablets. Customer declined troubleshooting for failed battery test and high blood glucose. After troubleshooting, customer was advised that insulin pump would need to be replaced.